Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 300 mg/dl. Prior to the event, the customer fell due to weakness in his legs from a previous stroke. The customer's healthcare professional felt that the insulin pump malfunctioned, and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked case at the display window corner.